Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on unknown date. Blood glucose reading was unknown. It was unknown that how the customer treated for high blood glucose at the hospital. Customer stated that insulin pump was not working and had a blank display. The insulin pump will not be returned for analysis.